Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the right coronary artery with moderate calcification. Pre-dilatation was performed and the 3.5 x 18 mm xience prime stent delivery system (sds) was advanced. During an attempt to place the stent, resistance was noted with the anatomy, and the stent became loose on the sds balloon before the device could fully cross the lesion. The sds was removed with the stent still on the sds shaft. A new xience prime sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Returned device analysis found that the stent implant was returned in a piece of gauze. Subsequent to the previous medwatch filing additional information received states that after the device was used, the physician tested the device to determine if the stent was still attached to the balloon, which may have caused the stent to fully dislodge from the stent delivery system. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.